Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery a patient experienced blurred vision, a myopic refractive error and the lens was exchanged. Additional information was received from the surgeon which stated that preoperative measurements were performed with different instruments and all were consistent. It is unknown whether the iol contributed or caused the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested. A completed questionnaire was received on (B)(4) 2013. (B)(4).